Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual and microscopic inspection did not identify any issues related to the reported condition. Functional flow testing was performed and the device primed and flowed normally. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link extension set would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.